Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown_lim_product; cat#simplex p cement; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for patient 2 of 6, distal femoral arthroplasty revised due to infection. The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites 6 constructs were revised due to infection. No further details are provided.